Event description:
Smiths medical international reported to smiths medical international, another country that the joint separated at the arterial side of the tubing. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a device and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx9604) by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. Examination of the returned unit revealed a solvent ring, which indicates that solvent had been applied to the tubing. The location of the ring indicated that the tubing had been fully seated into the connection. The tubing measured within specification. There were no apparent mfg issues. Smiths was able to confirm the issue: however, no root cause could be determined. CAPA has been issued in regard to this issue. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.